Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during treatment of a post-partum hemorrhage, a bakri tamponade balloon catheter deflated while in the patient. The device was inserted into the patient (B)(6) 2022 at 16:18 and inflated with 150ml saline, confirmed via ultrasound. The following day at 9:00, the physician attempted to remove the balloon, but because he could not aspirate saline from the balloon, the device was removed from the patient with noted resistance. It was then observed that the saline was gone from the balloon, and the balloon was deflated. There was no damage observed in the balloon material. Another device was used to continue the procedure. There have been no adverse effects to the patient reported. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during treatment of a post-partum hemorrhage, a bakri tamponade balloon catheter deflated while in the patient. The device was inserted into the patient (B)(6) 2022 at 16:18 and inflated with 150ml saline, confirmed via ultrasound. The following day at 9:00, the physician attempted to remove the balloon, but because he could not aspirate saline from the balloon, the device was removed from the patient with noted resistance. It was then observed that the saline was gone from the balloon, and the balloon was deflated. There was no damage observed in the balloon material. Another device was used to continue the procedure. There have been no adverse effects to the patient reported. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.

Event description:
Additional information was received 21feb2022. The device was placed transabdominally. 920 ml of blood was lost prior to placement of the device. 70ml of blood was lost after device placement. The device was removed from the patient without resistance and was used to complete the procedure. A second device was not required to successfully achieve hemostasis.

Manufacturer narrative:
Additional information: b5, h3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, during treatment of a post-partum hemorrhage, a bakri tamponade balloon catheter deflated while in the patient. The device was inserted into the patient transabdominally (B)(6) 2022 at 16:18 and inflated with 150ml saline, confirmed via ultrasound. The following day at 9:00, the physician attempted to remove the balloon, but because he could not aspirate saline from the balloon, the device was removed from the patient without resistance. It was then observed that the saline was gone from the balloon, and the balloon was deflated. There was no damage observed in the balloon material. 920 ml of blood was lost prior to placement of the device. 70ml of blood was lost after device placement. The device was used to complete the procedure. A second device was not required to successfully achieve hemostasis. There have been no adverse effects to the patient reported. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. The complaint device was returned for evaluation without packaging and labeling. Visual examination confirmed that the balloon did not appear to be glued to the catheter shaft and could be moved. The device was function tested by inflating the balloon with water, and a leak was observed in the distal end of the balloon where it should have been adhered to the catheter. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. There is no evidence of additional nonconforming devices from the complaint lot in house or in the field. The device is provided with instructions for use which state, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook has concluded that a manufacturing event likely contributed to this incident. Evidence from the device failure analysis indicates the balloon was not glued to the catheter shaft. There is no evidence that items in the lot or similar devices in the field or in house are nonconforming. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.